Manufacturer narrative:
(B)(4).the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during an infusion of vancomycin (programmed amount and delivery rate unknown) and possibly other infusions in the neonatal intensive care unit. The customer stated that they are "inverting and tapping" the y sites and backcheck valves. Any patient injury or medical intervention is unknown.